Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level had been elevated during the past week and her infusion device had often displayed e4 (occlusion error). On (B)(6) 2013, the patient went to see her general practitioner and was treated with an IV containing insulin. The patient thinks the infusion device delivers too low an amount of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.